Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. Based on the investigation performed it is confirmed that the stent was successfully released and that the guide wire lumen fractured at the proximal end which led to the reported separation of the delivery system. During evaluation the sheath construction was tested and no damage could be identified that could have led to blockage either inside the system or to a device compatible 0.035" guide wire. Therefore, the complaint is confirmed as break. A production related issue could not be identified. Potential product and non product related factors which may have caused or contributed to the reported issue have been considered. Previously reported similar complaints have been reviewed to find the root cause. This kind of event may be related to difficult patient anatomy or insufficient flushing as these factors may lead to increased friction between guide wire and guide lumen. In this case the system was sufficiently flushed, no friction was felt during advancement to the lesion site, and the vessel was pre dilated. Based on the information available a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: "flush the inner lumen of the stent system with heparinized normal saline prior to use.". In this case the customer sufficiently flushed the system. The IFU also states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.". Furthermore, the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful deployment of the stent, significant resistance was encountered by the physician during device removal. After pulling hard, the shaft of the catheter broke and remained on the guide wire. After removing the guide wire, the inner layer of the catheter was removed as well. Patient was reported to be fine post procedure.